Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to activate the pump. A revision surgery was performed, during which the physician confirmed that, after inspecting the device, the reservoir was still holding fluid and there did not appear to be any holes or tears. Therefore, the device was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to activate the pump. A revision surgery was performed, during which the physician confirmed that, after inspecting the device, the reservoir was still holding fluid and there did not appear to be any holes or tears. Therefore, the device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The flat reservoir exhibited wear at a fold in the reservoir shell and passed the leakage test. The first cylinder had a hole consistent with fatigue at the proximal end, with wear observed at folds in the proximal, middle, and distal sections, and a leak associated with fatigue at the proximal end. The second cylinder exhibited wear at folds in the proximal, middle, and distal sections and passed the leakage test. The ms pump passed visual inspection with no damage or abnormalities noted and passed the leak test; however, the ms pump did not pass activation test 3. A review of the instructions for use (IFU) did not identify evidence of device misuse, off label use, or failure to follow instructions. Review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available information and analysis results, the allegation of a mechanical issue was most likely associated with the ms pump not passing activation test 3 and the first cylinder leak related to fatigue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.